Event description:
It was reported that 13 days after a coronary drug eluting stenting treatment procedure a subacute thrombosis occurred. In 2004, via femoral approach, the physician successfully deployed a taxus express2 8.8% 3.0 mm x 20 mm stent in a 90% stenosed mid circumflex (cx) artery. This lesion was predilated with a 3.0 mm x 12 mm maverick balloon. The stent was well positioned and apposed. The pt was started on plavix post procedure. Thirteen days later, the pt presented with chest pain. Via femoral approach, repeat angiography revealed thrombosis at the stent in the cx. The physician dilated the thrombosis with four inflations with a 3.0 mm x 20 mm maverick balloon. Follow up angiographic images reveal good flow through the stent. An unrelated narrowing was also angioplastied distal to the taxus stent with a 3.5 mm x 9 mm maverick balloon. IV heparin and integrilin were administered during the procedure. There were no pt complications reported.